Manufacturer narrative:
(B)(4). Concomitant medical products: 00597206535, patella, 64450195. 00595001602, femoral component, 64254003. 00597004501, tibial component, 64671460. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had a large fusion and there is some increased bone formation and metaphysis at the junction of the prosthesis on the femoral side. There is also some ectopic anterior bone over the patella. It was noted that this may be attributed to polyethylene wear. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there are some densities and calcifications medial and lateral to the femoral condyle, no polyethylene lining wear, and radiolucency is seen along the tibial plate and the femoral component. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.